Event description:
The customer obtained biased qc and pt results for glucose testing on the vitros system. Biased results of this type may initiate inappropriate physician action. There was no report of pt harm as a result of this event.